Manufacturer narrative:
(B)(4). A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to (B)(4) has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2018 and had loose epithelium during procedure. A bandage contact lens (bcl) was applied. Patient presented on (B)(6) 2018 and is not 100% healed, bcl was kept in place and surgeon will continue the pred-gati 4 times a day and pred forte artificial tears every 1-2 hours in both eyes. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient complained of blurry vision. Patient reported symptoms are not interfering with daily activities. Bcva from (B)(6) 2018: right eye pre-op 20/20, -.50 x -6.00 x 15; left eye pre-op 20/20, -2.00 x -5.00 x 170.